Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was not confirmed. However, other evaluation findings include the following: the adhesive on the bending section was worn; the universal cord and switch#1 were dirty; and the light guide connector was deformed. Lastly, there were scratches on the following parts: the control unit, switch#1, the angulation lever, the upward/downward plate, the right/left plate, the light guide cover glass, the light glass connector, the video connector, the video connector case, and the grip. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative reported (on behalf of the customer) that during preparation for a therapeutic procedure, the endoeye flex deflectable videoscope displayed a b31 scope communication error code. The intended procedure was completed with a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to the following: 1) dust, dirt, foreign matter, etc. Adhered to the electrical contacts of the video connector, and the connection status was insufficient, resulting in a temporary deterioration in the electrical connection status with the system. 2) "the image output signal was temporarily unstable due to the sudden application of static electricity or over current. Regarding the application of over current, etc., it is presumed that there is a possibility that it may be caused by attaching or detaching while the system power is on, over current from other devices or electrical wiring, or adhesion of dust or moisture to the system and video connector electrical contacts. The inspection method for the event is described as follows in the instructions for use "chapter 3 preparation and inspection 3.8 checking the function in combination with related equipment". "[Inspection of endoscopic images]. Check if normal light observation images and nbi observation images are displayed normally. 1. Wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water before inspection. 2. Observe the palm, etc. With normal light observation images and nbi observation images. 3. Make sure the light is coming out. 4. Adjust the amount of light to get the proper brightness. 5. Check that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and the nbi observation image. 6. Operate the angle lever of the endoscope to bend the curved part. 7. Check that normal light observation images and nbi observation images do not disappear for a moment or other abnormalities." Olympus will continue to monitor field performance for this device.